Manufacturer narrative:
The device was not evaluated as it was discovered the issue was caused by the site's radiology department. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the exams would be missing a slice in the middle when they were loaded onto the system. It was noted this had occurred frequently recently. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received from technical services (ts) that the issue also occurred on third party software indicating the issue is on the site's radiology department.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that was unable to replicate the reported issue. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 (B)(4) (rep): medtronic received information regarding a navigation system. It was reported the exams would be missing a slice in the middle when they were loaded onto the system. It was noted this had occurred frequently recently. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received from technical services (ts) that the issue also occurred on third party software indicating the issue is on the site's radiology department.